Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted complete lead returned with stylet in lead, and helix retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The lead tip and helix appeared intact.

Event description:
It was reported during the implant procedure, after positioning the right atrial (ra) lead, the measurements did not meet the criteria. Therefore the helix was retracted and the lead was repositioned. Once the lead was repositioned, the helix could not be extended despite use of the fixation tool, and a j-stylet. The device was replaced with a new one, and the procedure was completed successfully. No adverse patient effects were reported.